Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine followup, the impedance measurements on the right atrial (ra) channel of this cardiac resynchronization therapy defibrillator (crt-d) were noted to be unstable and sometimes dropped below 200 ohms. Noise was also seen on the right atrial channel and oversensing of the noise led to inappropriate atrial tachy response (atr) episodes. The noise was recreated with isometric exercises and arm movements. An x-ray was performed to evaluate the lead position with no notable results. The device was reprogrammed to prevent further atr episodes but the physician ultimately suspected a lead fracture. Boston scientific technical services discussed troubleshooting and that the reported observations were more consistent with insulation damage than a conductor fracture. This crt-d remains in service at this time. This patient is not pacemaker dependent on ra therapy and no adverse patient effects were reported.